Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient was admitted to the hospital for an unrelated gi bleed. During routine device interrogation, non-capture at high output was noted on the right ventricular lead. Programming changes were made but no capture was still observed. A chest x-ray was performed and noted that the right ventricular lead had migrated near the coronary sinus. Patient demonstrated consistent av conduction, therefore the device was programmed aai per physician¿s request. Normal function was noted utilizing the atrial lead only. Xaralto had been discontinued by the physician. No atrial fibrillation was noted in the interrogation. Right ventricular capture test demonstrated v pacing spikes that lined up with the atrial deflection on the surface EKG. Patient was stable throughout the interrogation and the following morning upon an additional follow-up interrogation.